Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a discrepancy between the sensor glucose reading and the blood glucose reading. The sensor glucose reading was 73 mg/dl compared to the blood glucose reading of 47 mg/dl. The customer treated with juice. The customer declined to troubleshoot. The customer was advised to monitor the issue and call back if problems persist. Nothing was replaced or returned for analysis.